Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse isolated the issue to a dirty munsell mask. He cleaned munsell mask to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that ca control failed false negative on bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.